Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 11-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain'), genital haemorrhage ('bleeding excessively') and hypertension ('high blood pressure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, paracetamol ((B)(6)) and vitamins nos. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension (seriousness criteria hospitalization and disability), feeling abnormal ("brain fog"), fatigue ("fatigue"), tooth fracture ("teeth breaking") and alopecia ("hair thinning"). The patient was treated with hydrochlorothiazide and surgery (hysterectomy and bilateral salphigectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, feeling abnormal, fatigue, tooth fracture and alopecia outcome was unknown. The reporter considered alopecia, fatigue, feeling abnormal, genital haemorrhage, hypertension, pelvic pain and tooth fracture to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087616) on 11-jul-2019. The most recent information was received on 15-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain'), genital haemorrhage ('bleeding excessively') and hypertension ('high blood pressure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, paracetamol (tylenol) and vitamins nos. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension (seriousness criteria hospitalization and disability), feeling abnormal ("brain fog"), fatigue ("fatigue"), tooth fracture ("teeth breaking") and alopecia ("hair thinning"). The patient was treated with hydrochlorothiazide and surgery (hysterectomy and bilateral salphigectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, feeling abnormal, fatigue, tooth fracture and alopecia outcome was unknown. The reporter considered alopecia, fatigue, feeling abnormal, genital haemorrhage, hypertension, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc(product technical complaint). No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.